Event description:
A customer was unable to clear a system message displayed prior to the procedure, the system locked. The case was canceled after the patient had received peribulbar anesthesia. There was no harm to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).